Manufacturer narrative:
(B)(4). The sample was returned to maquet (B)(4) for evaluation. A visual inspection was performed on the sample. Additionally, a leak test was performed. It was determined that the leak was due to a fiber crack near the potting area. No specific root cause was determined for this event. (B)(4).

Event description:
On (B)(6) 2012, the customer stated that they noticed a fiber leakage on the inlet side. (B)(4).